Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient reported that in the last follow up (6 months ago) the battery longevity was estimate for 4/5 years and in june 2024 it is just 10 months. The doctor wants to know the real estimated longevity.

Manufacturer narrative:
Please refer to the attached report - since not all of the historical follow-up data was provided, no precise estimation of the overall longevity could be performed. Based on available data, the expected overall longevity is estimated at ¿ 130 months (10 years 10 months). The implantation duration was 104 months, which is higher than 75% of the estimated overall longevity (75% of 130 months = 98 months). Based on hrs guidelines, normal battery depletion occurred. - device replacement should be scheduled according to the time to rrt indicated by the programmer not later than 3 months after 07 june 2024.

Event description:
Reportedly, the patient reported that in the last follow up (6 months ago) the battery longevity was estimate for 4/5 years and in june 2024 it is just 10 months. The doctor wants to know the real estimated longevity